Manufacturer narrative:
Maquet determined that the device failed to meet its specifications due to excessive mechanical effort that stressed the handle support ring during use, which was found to be the most probable cause for this event. Additionally the device was directly involved with the reported incident, however was not being used for treatment or diagnosis of the patient when the event occurred. The volista user manual indicates to check the light head for any damage, on a daily basis prior to use. Maquet service repaired the device and returned it to service.

Event description:
The mounting bolts securing the focus handle to the surgical light had broken out. When the user moved the cupola, the handle detached from the cupola. The event occurred after surgery and no patient was involved. No injuries were reported. (B)(4).